Manufacturer narrative:
D4 lot number, expiration date and h4 device manufacturing date: updated. E1: initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid to distal left anterior descending artery. A 10mm x 2.75mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, first inflation was at 8 atm and the pressure was lost. Upon removal it was confirmed that balloon rupture occurred. The procedure was completed with another of same device. There were no patient complications.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid to distal left anterior descending artery. A 10mm x 2.75mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, first inflation was at 8 atm and the pressure was lost. Upon removal it was confirmed that balloon rupture occurred. The procedure was completed with another of same device. There were no patient complications.